Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger dislodged from the unspecified bd ultrasafe¿ syringe during use. The following information was provided by the initial reporter: "plunger dislodged from syringe".

Event description:
It was reported that the plunger dislodged from the unspecified bd ultrasafe¿ syringe during use. The following information was provided by the initial reporter: "plunger dislodged from syringe"

Manufacturer narrative:
H.6. Investigation summary the complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement --> batch was released in accordance to the acceptable criteria. A detached/loose plunger rod with supplier's cause could be linked to: - an incorrect link between the plunger's thread and the stopper --> the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform --> no data points towards a non-conformity on the thread. - an incorrect compatibility between plunger and barrel --> this cause can be discarded as the event occured on the market, the customer would not have been able to process an uncompatible plunger. - a malformed/non filled plunger --> this cause can be discarded as the event occured on the market, the customer would not have been able to process malformed/non filled plunger. No picture/physical evidences were provided by the customer, therefore additional investigaton is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters.